Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the display screen would not illuminate on power-up. The complainant indicated that there was no patient involement in the reported malfunction.